Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - trackwise #: (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots 25111148, 25111702 and 25112649 the last three lots shipped to the account a year prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro 2 patients experienced hematomas which was observed during follow-up visits.